Event description:
It was reported to philips that the device displayed a red x. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was able to be duplicated. The customer didn't turn the therapy knob to 150. Upon conclusion of the evaluation, it was determined that this was due to the customer not turning the therapy knob. The fse ran operational check and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device displayed a red x. There was no patient involvement.